Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an intermittent atrial undersensing and possible far field r wave oversensing on atrial lead. It was noted there was also increased and high threshold on the left ventricular (lv) lead. The leads remain in use. No patient complications have been reported as a result of this event.